Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was defective. It was noted that it was still in the sterile packaging and the manufacturer representative was able to program it.